Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes: 469 mg/dl, 225 mg/dl. No adverse events reported, replacing and returning meter and test strips.